Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 08/23/2013 with the following findings: the keypad was found to be peeling at the ok button. During testing, the down arrow and ok keypad buttons were found to be intermittently unresponsive; the up arrow and contrast keypad buttons responded appropriately. No buttons were found to be sticking. There was evidence of contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The down arrow keypad button was reportedly unresponsive. It was noted that the keypad buttons were sticking and the display light stayed on the entire night. There was reportedly a tear around the ok keypad button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.